Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vein harvesting, when clipping and cutting of distal end of the vein, the surgeon was able to squeeze the handle and the jaws were able to close. Two clips were applied by the nurse while they were retracting the fascia. As soon as the non clipped side of vessel was cut and the clipped side of the vessel was released, the clips immediately fell off and the greater saphenous vein started bleeding profusely. They assisted the nurse in finding the bleeding vessel that was retracted into the fascia at that time. They clamped the bleeding end of the vessel with a hemostat and performed a stick tie to the end of the vessel with a silk suture. They removed the clip-a-plier from the room, placed in a biohazard bag and handed off to the pod manager.